Event description:
The customer's husband called to report that the customer passed away. The cause of death was unknown. The only info available was that the customer was wearing the insulin pump and was experiencing high blood glucose levels of 289 and 310 mg/dl. It was also stated that the customer had surgery on her foot prior to passing away. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.